Event description:
It was reported that prior to an interventional procedure, pre-close placement of the suture was attempted of the right common femoral artery using perclose proglide devices. Reportedly, during device deployment through a 6-french sized access site, when the needle plunger was removed, the thread (suture) was not connected to the stylet (needle). The suture from a second proglide device, was deployed and set to the side. The access site was upsized to 20-french to accommodate the interventional catheter. After conclusion of the interventional procedure, the knot from the second proglide device was advanced and tightened to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported suture retrieval issue was confirmed. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up will be submitted with all additional relevant information.